Event description:
Procedure type: coronary artery bypass graft. According to the reporter: the clip did not load into the jaw of the device so that when it was clipped over a vessel, the jaws cut through the vessel. Two clips came out at the same time. The clips did not fully close around the vessel. The pt is ok. Suture and clips were used to ligate the vessels.

Manufacturer narrative:
(B)(4).